Event description:
During a left vertebral artery v4 stenosis procedure, physician used subject guidewire to build access. While delivering the microcatheter with the subject guidewire, the physician found the ptfe coating at the middle of the subject guidewire was peeled off. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, approximately 183cm of guidewire was returned, the 17cm distal end was not returned. The returned section comprised of ptfe and core wire only. The core wire was broken. The guidewire ptfe coating was peeling/peeled off in several sections between the proximal tip and 42cm from the proximal end. Functional inspection was not applicable as ptfe peeling was noted during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Additional information indicates there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient and the device was prepared for use as per the directions for use. The dispenser hoop was flushed before removing the guidewire and there was no resistance encountered removing the guidewire from the dispenser hoop. The introducer sheath was used with the guidewire during the insertion process. The torque device was used with the guidewire. Continuous flush was set up and maintained throughout the clinical procedure. There was no friction/resistance encountered during the procedure. The patient¿s anatomy was not tortuous. The issue was noted when used the guidewire to deliver the microcatheter to go forward and when withdrawing the guidewire, the issue was noticed. There was no additional medication given to the patient due to this event. The current condition of the patient is discharged from hospital. Analysis of the returned device found approximately 183cm of guidewire was returned, the 17cm distal end was not returned. The returned section comprised of ptfe and core wire only. The core wire was broken which indicates the device encountered a significant manipulation during use. The guidewire ptfe coating was peeling/peeled off in several sections between the proximal tip and 42cm from the proximal end. The peeling/scraping most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. An assignable cause of procedural factors has been assigned to the as reported and as analyzed 'guidewire ptfe coating peeling' in addition to the as analyzed ¿guidewire distal tip broken/fractured during use¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
During a left vertebral artery v4 stenosis procedure, physician used subject guidewire to build access. While delivering the microcatheter with the subject guidewire, the physician found the ptfe coating at the middle of the subject guidewire was peeled off. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.